Manufacturer narrative:
A medtronic representative went to the site to service the system. The gantry rotor tractor drive motor and sidewall cover were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192, serial/lot #: (B)(6) rev. K, product ID: bi71000138, the gantry rotor tractor drive was returned for analysis. Confirmed reported complaint, "the tractor drive is worn (the belt). " test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. The rotor drive belt is worn and lost some inner teeth. Damaged/ worn assembly. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the tractor drive was worn (the belt) and the side wall cover was broken as well. There was no patient involvement.